Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: bladder/malposition of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure (batch no. 871979,852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included parity 3 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2011) and multi gravida. Concurrent conditions included hypokalemia and body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"), weight increased ("weight gain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), surgical removal of coil) and surgery (partial hysterectomy, surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, alopecia, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dyspareunia, vaginal discharge, depression, anxiety and nausea outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Insertion details: procedure- the essure was then passed through the right fallopian tube. Approximately 3 coils were noted at the level of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Batch number: 852006. Man date: apr-2011. Exp date: apr-2014. Batch number: 871979. Man date: jun-2011. Exp date: jun-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: bladder/malposition of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage") and perforation ("perforation of organs") in an adult female patient who had essure (batch no. 871979,852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included parity 3 ((B)(6)2009, (B)(6)2010, (B)(6)2011) and multi gravida. Concurrent conditions included hypokalemia and body mass index normal. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain"), weight increased ("weight gain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and perforation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), surgical removal of coil) and surgery (partial hysterectomy, surgical removal of coil). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, alopecia, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dyspareunia, vaginal discharge, depression, anxiety, nausea and perforation outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Insertion details: procedure- the essure was then passed through the right fallopian tube. Approximately 3 coils were noted at the level of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Batch number: 852006 man date: apr-2011 exp date: apr-2014 batch number: 871979 man date: jun-2011 exp date: jun-2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2018: summons received. Event added : perforation of organs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: bladder/malposition of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure (batch no. 871979, 852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included parity 3 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2011) and multi gravida. Concurrent conditions included hypokalemia and body mass index normal. On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced pelvic pain ("severe pelvic pain"), weight increased ("weight gain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), surgical removal of coil) and surgery (partial hysterectomy, surgical removal of coil). Essure was removed on 9-oct-2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, alopecia, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dyspareunia, vaginal discharge, depression, anxiety and nausea outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, cystitis, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Insertion details: procedure- the essure was then passed through the right fallopian tube. Approximately 3 coils were noted at the level of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: psychological/psychiatric problems (depression and mental anguish) and nausea events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: bladder/malposition of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure (batch no. 871979, 852006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included hypokalemia and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain"), weight increased ("weight gain,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), surgical removal of coil) and surgery (partial hysterectomy, surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, alopecia, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion of ectopic pregnancy, alopecia, cystitis, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Insertion details: procedure- the essure was then passed through the right fallopian tube. Approximately 3 coils were noted at the level of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Most recent follow-up information incorporated above includes: on 18-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dyspareunia, vaginal discharge, weight increased, device monitoring procedure not performed, device dislocation were added. Reporter, patient demographic information, other relevant history, product lot number, stop date were added. Previously reported event ¿pregnancy with contraceptive device¿ updated to ¿ectopic pregnancy with contraceptive device¿ and ¿abortion spontaneous¿ updated to ¿abortion of ectopic pregnancy¿, pelvic pain outcome updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.